Event description:
It was reported that the itrak 3500l would not initialize and was therefore not operational. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The video splitter and the personal computer were found to be defective and were replaced. The system was tested and found to be working as intended and placed back into service.